Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b3, d1, d4, h4, h6. MDR section codes updated/corrected: b, c, d, f, g. The cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 1 month after a left tsa, a patient underwent revision procedure to address dislocation. The outcome of the event is considered resolved by standard reverse with preserve stem revision. The clinical report indicates that the event is possibly related to the device(s) and/or to the procedure. This event report was received through clinical data collection activities and no device return is anticipated.

Manufacturer narrative:
(D10) concomitants: 300-30-12 - equinoxe preserve stem 12mm: 6595657 320-02-42 - rs expanded glenosphere 42mm, +4mm offset: 6669902 320-15-07 - sup/post aug plate, l rs glenoid baseplate: 6553875 320-10-00 - equinoxe reverse tray adapter plate tray +0: 6788219 320-15-05 - eq rev locking screw: 6746785 320-20-00 - eq reverse torque defining screw kit: 6765542 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm: s220799 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm: s102674 320-20-42 - eq rev compress screw lck cap kit, 4.5 x 42mm: s095576 531-20-00 - shldr gps rvrs drill kit: 6792442 a10012 - gps implant kit v2: 11000420102